Event description:
During baxter's functionality testing of a spectrum pump, the device had turned off without user input. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification due to an intermittent connection on the power cord, which would cause the pump to power off without user input when operating without a battery. The failed power cord was replaced to correct the condition.